Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system display became blank during procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and found that all display screens on the system panel were blank. The service representative was able to return the system panel to normal operation by unplugging all pumps from the e/p pack. The pumps were plugged back in 1-by-1 and the display issue recurred when the double head pump was plugged in. Further troubleshooting revealed an issue with the power/signal cable for that pump. Replacement of the power/signal cable resolved the issue and a technical safety inspection did not identify further issues. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.